Event description:
It was reported that while using bd bactec mgit 960 instrument - old design, there was (1) one false negative result. No patient impact reported.

Manufacturer narrative:
E.1: (B)(4). H.6. Investigation summary: catalog # 445870, s/n (B)(6) the customer reported the instrument was reporting inaccurate results (false negatives). Through phone support, the customer was instructed to clean the dust filter and then the instrument was reported to be operating normally. The cause code for this complaint was reported as lack of maintenance and the case was closed. The root cause of this complaint was not determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n mg5520 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.